Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field complaint of high impedance was not confirmed in the laboratory. The device tested normally in the laboratory and all specifications were met. No anomalies were found during analysis that would have caused or contributed to the reported high voltage lead impedance.

Event description:
It was reported that during implant, out of range high voltage lead impedance was observed. Suspected lead anomaly was noted. This device was not implanted.